Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose and insulin pump had hardware low level failure. The customer¿s blood glucose level was 22.2 mmol/l. The customer was treated with insulin pump. Customer was able to clear the alarm and able to rewind the pump. The insulin pump will not be returned for analysis.